Event description:
Boston scientific crm received information that during the implant procedure, the boston scientific crm sale representative (sr) called technical services stating the 4135 atrial lead was positioned 3 times before obtaining a successful location. The 4136 ventricular required repositioning one time. After the lead positionings, the patient's blood pressure started to gradually drop. The sr stated there were no visual perforations, but an echogram confirmed fluid buildup was present in the pericardium sac. The patient recovered so no further action was required. Boston scientific did not make the event date available.